Event description:
On 15 sep 2009, the sales representative stated that the surgeon broke the sequoia dorsal height adjuster during surgery when applying force. Additional information received from the sales representative on 28 sep 2009: the patient underwent revision surgery on (B)(6) 2009, to remove hardware and add adjacent level construct. The patient had very hard bone and there was a noticeable amount of scar tissue in the area. As the surgeon was adjusting a pedicle screw and trying to twist the screw further into the pedicle the dorsal height adjuster cracked. There were no pieces to remove. The surgeon then took a modular screwdriver which also cracked. The surgeon did not adjust that screw again and left it as it was. The sales representative reported that the screw position was fine.

Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the hex mating tip is cracked. The report indicates the patient had very hard bone and the driver was used in an attempt to advance the screw. An engineering investigation determined the cause for driver tips cracking/breaking is due to stress concentration at the hex tip and use in application beyond design. The reportable product action is documented in field action (B)(4).